Manufacturer narrative:
The lot number is unknown; therefore, the expiration date and manufacture date are unknown. The device remains implanted and has not been returned; therefore, a failure analysis is not available and the cause of the reported event is undetermined.

Event description:
Note: the event date and procedure date are unknown. It was reported to boston scientific corporation in early 2008 that a polyflex esophageal stent device was used during a stent placement procedure in the distal esophagus of an adult male patient (weight unknown). According to the complainant, a polyflex stent was placed for anaestomotic sticture in a patient and he was discharged. Patient came for a followup after 3 months for stent retrieval. However, due to tissue granulation on the ends of the stent, it could not be removed. The stent was left in the esophagus. Recently [the physician] has mentioned that the excessive radial force of the stent is causing discomfort to the patient. There is no further information available.